Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011.according to the complainant, during the procedure, they attempted to deploy a band however, it was difficult to get the bands to deploy and some would not deploy at all. A couple of bands were placed onto the varices however, once the suction was released the bands fell off. In addition, it was reported that there was no additional bleeding caused by this event. The case was completed with a second speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.